Event description:
It was reported by the patient that he was exercising when he started to feel dizzy and short of breath. His heart rate was 195 beats/minute. An ambulance was called, and the patient subsequently received external cardioversion and medication (valium). Technical services review of the subcutaneous implantable cardioverter defibrillator (s-ICD) confirmed that the programmed conditional shock and treatment zones were set to 220 beats/minute and 250 beats/minute respectively and thus the s-ICD had not provided therapy. The patient was from australia and had been traveling in thailand at the time of the event. He was instructed to follow-up with his normal physician upon returning to australia (return on (B)(6)). The s-ICD remains in service.